Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: it was reported that the patient was presented with retroperitoneal hematoma with strut extrusion, tilt and slight migration three days after filter placement. Also, migration caused the filter to tilt into the renal, which again caused the perforation. 3 months later the patient complained of pain and filter was successfully retrieved and another filter was placed. No product was returned and despite several attempts no imaging could be obtained. It is noted that the patient was placed on anticoagulation prior to filter placement, but based on the limited information provided it would be inappropriate to speculate at what may or may not have caused the retroperitoneal hematoma and the filter to migrate, tilt and/or perforate the vena cava. The celect filter set is intended for the prevention of recurrent pe when anticoagulant therapy is contraindicated and the instructions for use caution various potential adverse events such as damage to the vena cava, vena cava perforation, and hemorrhage. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: "the device was placed in (B)(6) 2019; at time of implant device was straight and in place. About 2 weeks ago, patient complained of pain in abdominal region. Had CT done. Filter found to have migrated upward and tilted; penetrated vena cava, and tilted in left renal vein. Planning to remove filter but hasn't occurred yet." Additional information provided 15apr2019: "briefly, placed a celect no problem. Three days later large retroperitoneal hematoma with strut extrusion, tilt, and slight migration. Manages with blood transfusion only. Just this week I successfully removed the filter and placed a new one more caudal as left nephrectomy is planned". Additional information provided 23apr2019: the patient was placed on anti coagulation for another surgery and the only explanation for the bleed is the combo of the drug and a small perf of the ivc. Patient outcome: the filter was removed (B)(6) 2019 with retrieval set.